Event description:
Material: 2420-0007 batch#: unknown it was reported by the customer that have no words anymore for what's happening with the tubing. A nurse just brought this primary tubing to us. As you can see it just came apart at the blue lock.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
It was reported that the tubing separated. One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most possible root cause that generates a component separation is due an incorrect insertion of tubing to solvent dispenser by the production personnel. Lot reported was manufactured on jul 26, 2024, before actions implemented for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional information.